Manufacturer narrative:
The device in this case will not be returned for evaluation. No photographs were taken of the device. The device history was reviewed and found no excursions. Proper materials and methods of manufacturing were utilized.

Event description:
Physician did a transseptal puncture with a tsx system, then passed zurpaz introducers over the wire and orion intellanav catheter inside this. As orion was really difficult to move physicians figured out to be in pericardium. Tamponade noted by echo when orian had been inserted. Pericardiocentesis was performed. Pt recovered from the event and is stable.